Manufacturer narrative:
The returned device was visually inspected for any abnormalities. The disc valve and other valves were observed to be intact and positioned correctly in the sheath housing. No manufacturing abnormalities were observed on the sheath shaft and housing. Hemostasis testing was performed with a hemostasis chamber to determine if the sheath was leaking through the hemostasis valves. The leak rate was measured with three different hemostasis tests. In all three tests, the leak rate met specifications. The report of a leak in the sheath was not confirmed and no manufacturing defects were identified during the evaluation of the returned device. The device did not leak during the hemostasis testing. Possible procedural factors while inserting the compatible devices into the sheath may have contributed to the leakage observed. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds control limits for this trend category. In addition, no manufacturing non-conformances were identified in the product evaluation. Therefore, no corrective or preventative action is required.

Event description:
As reported by our japan affiliate, after inserting a guidewire and angiographic catheter through an esheath, blood leaked through the hemostasis valves and the patient required blood transfusion. The sheath was prepped per the manual and no visual abnormalities were noted on the device during prep. The sheath was inserted into the femoral artery. The patient required two (2) units of packed rbcs due to 290cc of blood loss. The sheath was exchanged and the procedure was finished without any other complications.

Manufacturer narrative:
The device has been returned and evaluation is in progress.